Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) found fiber optic module to have a hardware failure message. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) evaluated the device and replaced fiber optic assembly which resolved the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part number 0997-00-1161 fiber optic module serial number (B)(6) with a reported unit failure of dsp hardware error. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1161 fiber optic module serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the module to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat proceeded to perform the fiber optic test in diagnostics. The result of the test was a dsp hardware error. The fat verified the failure experienced by the customer. The fiber optic module failed testing. Sending the fiber optic module to the supplier per procedure number (B)(4) rev.aq. The following was submitted by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne. Failure analysis received from the supplier for pn 0992-00-0202. The j3 connector contacts were crooked. Probable root cause for this part is not specifically stated. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.